Event description:
Literature was reviewed regarding an 86-year-old male who presented with chronic congestive heart failure and severe symptomatic aortic stenosis.  The patient underwent successful implant of a medtronic 34-mm evolut pro+ bioprosthetic valve.  However, intraoperative transesophageal echocardiography (tee) confirmed an acute type a aortic dissection necessitating immediate intervention.  The stent graft was delivered through the left common femoral artery access in which the transcatheter heart valve had been delivered.  Multiple intraoperative imaging modalities were utilized to aid the delivery and deployment of a non-medtronic stent graft for thoracic endovascular aortic repair (tevar).  Post-operatively the patient was transferred to the intensive care unit in a stable condition and remained there for three days.  Seven days postoperative magnetic resonance angiography showed positive results with minimal false-lumen filling.  Ten days postoperative the patient was discharged to an inpatient rehabilitation facility without complications.  A two-month follow-up visit was planned, however this never occurred as the patient unfortunately died from covid-19 complications.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: dang et al. Thoracic endovascular aortic repair (tevar) for an acute type a aortic dissection following transcatheter aortic valve replacement (tavr). Journal of vascular surgery cases, innovations and technique volume 11, issue 1, 10165 2024. 10.1016/j.jvscit.2024.101653. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.